Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: lvp pump was reported to have an alarm pump problem. Remove repeated (alarm pump problem) alarm pump problem. The av (actuator valve) pins and loading guides was cleaned. Pump was tested. There was no problem when testing the pump. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate the issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions are required at this time since pump was not returned and complaint was not confirmed or refuted.